Event description:
The account alleged that the right foot siderail will not stay up. No pt impact.

Manufacturer narrative:
The account found that the right foot siderail would not stay up due to bent pins in the latch. The account replaced the bent pins to on the right foot siderail latch to resolve the issue.